Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise. There was an untreated episode stored due to the same oversensing of noise. Technical services discussed finding out what the patient was doing at the time of the shock. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. There was an untreated episode stored due to the same oversensing of noise. Technical services discussed finding out what the patient was doing at the time of the shock. There were no additional adverse patient effects. The system remains implanted.